Manufacturer narrative:
Results of investigation: it was reported that during a thr procedure and inside the patient the polarstem modular head for 21000662 cracked. Surgery was finished with the same device. A surgical delay no longer than 30 min was reported. The complaint device, used in treatment, was not returned for investigation. The reported failure could hence not be confirmed. The lot number of the complaint part was not provided. The complaint history review and production documentation review could not be performed. The IFU (no. 12.23, ed. 05/16) refers to the surgical technique for the correct handling of surgical instruments. The functionality of instruments should be checked and using damaged instruments may lead to early failure to implants. However, in this case it is unclear what may have caused the failure mode. The severity and the failure mode are covered through our risk management. The adequate documentation was not received to fully evaluate the complaint for the medical investigation. Due to insufficient information concerning the complaint, the root cause could not be determined conclusively. Internal complaint reference (B)(4).

Event description:
It was reported that during a thr procedure and inside the patient the polarstem modular head for 21000662 cracked. Surgery was finished with the same device. A surgical delay no longer than 30 min was reported.